Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be reproduced in both secondary and alternate sensing vectors but not primary. Boston scientific technical services (ts) was consulted and discussed possible causes of the noise and noted that it was more likely a lead mechanical issue versus a connection issue due to time of implant of device. The physician was considering sending the patient home programmed in primary. Ts cautioned against this as the integrity of the electrode could be in question. Ts recommended further troubleshooting, including x-rays. At this time the electrode remains in service and no adverse patient effects were reported. Requests for initial reporter information are being made.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be reproduced in both secondary and alternate sensing vectors but not primary. Boston scientific technical services (ts) was consulted and discussed possible causes of the noise and noted that it was more likely a lead mechanical issue versus a connection issue due to time of implant of device. The physician was considering sending the patient home programmed in primary. Ts cautioned against this as the integrity of the electrode could be in question. Ts recommended further troubleshooting, including x-rays. At this time the electrode remains in service and no adverse patient effects were reported. Requests for initial reporter information are being made. Additional information was received that a conductor fracture was observed with fluoroscopy. Additional information was received that patient was admitted to the hospital due to the inappropriate therapy. The electrode was explanted five days later due to the suspected fracture. The electrode is expected to be returned for laboratory analysis; however, it has not been received to date.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being filed to correct the aware date from the last submitted report. The aware date was inadvertently written five days later than the true initial aware date on august 5, 2022. This report is being filed to add an impact code that was inadvertently left off of the last report.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being filed to correct the aware date from the last submitted report. The aware date was inadvertently written five days later than the true initial aware date on august 5, 2022. This report is being filed to add an impact code that was inadvertently left off of the last report. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The complete electrode was returned, not severed. Visual examination identified a fracture at approximately 120 to 136 centimeters from the terminal end and a sharp curve in the electrode body in the same area. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curve. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fracture was contributed to by the electrode being implanted with a bend in or near the s-ICD pocket region. The fracture resulted in the observed noise, oversensing, and inappropriate therapy.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be reproduced in both secondary and alternate sensing vectors but not primary. Boston scientific technical services (ts) was consulted and discussed possible causes of the noise and noted that it was more likely a lead mechanical issue versus a connection issue due to time of implant of device. The physician was considering sending the patient home programmed in primary. Ts cautioned against this as the integrity of the electrode could be in question. Ts recommended further troubleshooting, including x-rays. At this time the electrode remains in service and no adverse patient effects were reported. Requests for initial reporter information are being made. Additional information was received that a conductor fracture was observed with fluoroscopy. Additional information was received that patient was admitted to the hospital due to the inappropriate therapy. The electrode was explanted five days later due to the suspected fracture. The electrode is expected to be returned for laboratory analysis; however, it has not been received to date. The device was received for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be reproduced in both secondary and alternate sensing vectors but not primary. Boston scientific technical services (ts) was consulted and discussed possible causes of the noise and noted that it was more likely a lead mechanical issue versus a connection issue due to time of implant of device. The physician was considering sending the patient home programmed in primary. Ts cautioned against this as the integrity of the electrode could be in question. Ts recommended further troubleshooting, including x-rays. At this time the electrode remains in service and no adverse patient effects were reported. Requests for initial reporter information are being made. Additional information was received that a conductor fracture was observed with fluoroscopy. Additional information was received that patient was admitted to the hospital due to the inappropriate therapy. The electrode was explanted five days later due to the suspected fracture. The electrode is expected to be returned for laboratory analysis; however, it has not been received to date.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being filed to correct the aware date from the last submitted report. The aware date was inadvertently written five days later than the true initial aware date on (B)(6) 2022.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be reproduced in both secondary and alternate sensing vectors but not primary. Boston scientific technical services (ts) was consulted and discussed possible causes of the noise and noted that it was more likely a lead mechanical issue versus a connection issue due to time of implant of device. The physician was considering sending the patient home programmed in primary. Ts cautioned against this as the integrity of the electrode could be in question. Ts recommended further troubleshooting, including x-rays. At this time the electrode remains in service and no adverse patient effects were reported. Requests for initial reporter information are being made. Additional information was received that a conductor fracture was observed with fluoroscopy. Additional information was received that patient was admitted to the hospital due to the inappropriate therapy. The electrode was explanted five days later due to the suspected fracture. The electrode is expected to be returned for laboratory analysis; however, it has not been received to date.